Event description:
This freedom driver was not supporting a patient. A syncardia clinical support specialist reported that the freedom driver exhibited a fault alarm while being tested by a distributor prior to shipment. The distributor also reported that the driver alarmed after one onboard battery was inserted, and that it did not help to connect to wall power or insert the second onboard battery. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver was performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.